Event description:
The patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication with the ipg via either the programmer or the charging system. Surgical intervention is planned to address the issue.